Event description:
The pt reportedly experienced intermittency issues with his external device and the implant accompanied by retention issues. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Troubleshooting and further testing of the device will be scheduled.